Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device had difficulty on coagulation and it was locked on tissue (small curvature of the stomach) surgeon could not open it and had to cut the tissue to remove the device from the abdomen. There was a bleeding occurred but they used another like device to stop the bleeding. No blood transfusion has been done.